Event description:
It was reported that the device's jaw was not opening and difficult to open when going for the surgery prior to use. It was cleaned with the help of wet gauze piece. The knife blade was not extended nor protruded beyond the edge of the jaws. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6, h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the jaw liner was melted. There appears to be missing pieces. The jaws could not open. The device was used. Functional testing found that the troubleshooting found that when the functional testing was performed with the returned dissector using a test lab generator and battery, the assembled device successfully produced the startup series of tones and the status led on the generator illuminated green, confirming proper assembly and device readiness for use. However, the jaws could not open. Additionally, the jaw liner was damaged. Jaw liner damage is caused by the device jaws being clamped and activated multiple times with too little or no tissue present in the jaws. Extended activation under this condition will cause the jaw liner to melt and become damaged. It was reported that the jaws was difficult to open. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: of a damaged jaw liner that has no relationship to the reported condition. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each dev ice are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not apply excessive force to the jaw lever when grasping tissue. Excessive force between the clamping jaw and active blade may result in unintended damage to tissue and failure of the device to operate as intended. The user's guide also advises users not to activate the instrument with the clamping jaw closed unless there is tissue present, as doing so may damage the device jaws. The user's guide and IFU warn that use of a device with damaged components may result in injury to the patient or user. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.